Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed the sensor passed with accurate readings. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had issues with the insulin pump's sensor. He received a change, bad, and end sensor alarms. The customer's blood glucose level was 188 mg/dl but his sensor glucose reading was 40 mg/dl. The insulin pump went into threshold suspend. The transmitter was also damaged. The product will return. Nothing further to report.